Event description:
Before opening instrument, tech noticed what appeared to be a hair trapped in the seal of packaging. A piece of it did extend into the area of the package where the device is located.